Event description:
"Sales rep reports that he obtained this info from the nurse coordinator. Apparently this incident occurred on 9/22/96. The needle was inserted in the thigh (the nurse was not aware that the package insert recommends for insertion in the abdomen). It was in place for at least 7 days, possibly more. The nurse has a strong feeling that removal of the needle was not performed as per the label instructions. She is reviewing this with the nurse involved. X-ray report of the site confirmed a mass consistent with a needle. There was no attempt to retrieve the needle due to the fragile medical condition of this terminally ill pt.